Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a f/u report will be filed.

Event description:
The physician assumed that the septum was defective because during the refilling procedure, drug solution from the stitch canal flowed back into the bolus canal. Thus, the physician decided to explant the pump.